Event description:
It was reported that the pt experienced coupling and/or communication issues when using the recharger. The antenna locate (al) feature was used and resulted in a power on reset (por) being displayed on the recharger. This, then, led to the normal recharging screen. No pt symptoms or outcome were provided. Add'l info was requested but not available as of the date of this report. A follow-up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).